Event description:
It was reported that a 47-year-old caucasian female patient underwent a primary breast augmentation with a 235cc mentor memorygel breast implant and experienced capsular contracture (baker grade unknown) and a rupture on the right side post-operatively. The patient mentioned having a fall. As a result, the patient underwent explantation on (B)(6), 2023.

Manufacturer narrative:
Device evaluation summary: visual analysis of the returned sample revealed that the sm mod classic gel, 235cc breast implant was found to have a tear on the posterior view between the union of the shell and patch. Leak testing was performed, according to the mentor procedure, and no additional ruptures were detected during the analysis. A microscopic examination was performed, and no instrument damage was found at the edge of the tear. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. The evaluation determined that the possible cause of the rupture was the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).